Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient was riding his bike outside, then he fell and died while wearing the pod. The doctors could not tell what the reason was exactly, but they claim it was heart failure. The patient's daughter stated that her father was taking creon (pancrelipase) for his missing pancreas and diovan for his high blood pressure. No other information was provided on this event. They did not keep the pod.